Event description:
It was reported that this lead was attempted to be implanted at the left bundle branch in an off-label way. The lead was inserted deep into the septum and threshold values were not acceptable. The patient has a sick heart. The physician tried to retract the screw unsuccessfully. The screw broke, inserted into the septum. A bi-ventricular pacer was subsequently implanted. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray and visual inspections showed helix broken off. The fractured helix showed sign of counterclockwise (helix retraction) twisted pattern. Laboratory testing found that the helix difficulty, helix damage/defective and unretrieved device allegations were confirmed, based on a missing portion of the helix (broken off). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was attempted to be implanted at the left bundle branch in an off-label way. The lead was inserted deep into the septum and threshold values were not acceptable. The patient has a sick heart. The physician tried to retract the screw unsuccessfully. The screw broke, inserted into the septum. A bi-ventricular pacer was subsequently implanted. The lead has been returned for analysis. No additional adverse patient effects were reported.